Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of device tear was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the mesh of this advance xp sling broke during attempted placement; the procedure was discontinued. A second procedure was planned to reattempt implant of a sling. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. A supplemental report will be submitted should the device be returned for analysis or additional investigation details become available.

Event description:
It was reported that the mesh of this advance xp sling broke during attempted placement; the procedure was discontinued. A second procedure was planned to reattempt implant of a sling. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.